Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the buttons were hard to press. The customer's blood glucose was around 120 mg/dl at the time of incident. The customer's most recent blood glucose was 117 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened and creased button dome switches. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.